Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). The complaint devices were not being returned, therefore unavailable for physical evaluations. A review into the depuy synthes mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within these devices' family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
This is report 2 of 2 for the same event. The sales rep reported that during an acl procedure their first 8 x 23mm absorbable interference screw when screwing in the screw the graft flipped up with the screw and guidewire so the surgeon removed the devices with no issue. The sales rep reported when their second 8 x 23mm absorbable interference screw was being inserted using the same bone hole the screw broke in half, right across the screw. The sales rep stated that the surgeon removed the proximal part of the broken screw with no further issues and confirmed that no debris was left in the patient. The sales rep reported that the surgeon completed the procedure by leaving in the distal tip of the screw due to the screw was in really good and holding the graft in place, also the surgeon decided it was the best solution and was ok with the fixation just that part holding in the graft. The sales rep reported that there were no patient consequences but there was a ten minute delay in the case. The sales rep stated that the femoral fixation side broke and a 23mm hex driver was used with the screw. The sales rep stated that the screw was used over a guidewire and that the bone quality of the patient was very hard bone. The sales rep stated that the proximal tip of the screw and the first screw were discarded. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.